Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). Customer stated that the closurefast catheters heating element was burning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An investigation was performed on (B)(6) 2015, and found that through a visual inspection of the heating element, it was confirmed that under magnification an area of exposed coil was noted.